Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: a material analysis was performed and it was confirmed that the breakage was due to an overload. Furthermore, no manufacturing defects were identified during this analysis.conclusion: the most likely cause of the event, is an overload during insertion of the pedicle marker.

Event description:
It was reported that; during xia3 surgery, the surgeon used the pedicle marker to l4. When patient's muscle touched pedicle marker, the tip of the marker was broken. Therefore the surgeon removed the fragment of the pedicle marker.

Event description:
It was reported that; during xia3 surgery, the surgeon used the pedicle marker to l4. When patient's muscle touched pedicle marker, the tip of the marker was broken. Therefore the surgeon removed the fragment of the pedicle marker.